Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5509. No patient involved.

Manufacturer narrative:
Investigation outcome. The technical fault tf5509 was first reported on 13-apr-2025; however, the issue could not be reproduced at that time. Inspiratory valve checks were performed, and the unit was run overnight. As the error did not recur, the device was returned to clinical use. On 14-may-2025, the unit alarmed again with the same issue. Logfile review confirmed multiple occurrences of tf5509 along with related internal communication/watchdog faults (e.g., tf9907 and gcp communication errors), indicating instability within the control electronics. The events were accompanied by ventilation instability alarms (low tidal volume, disconnection, low pressure, and supply alarms), consistent with impaired gas delivery during the failure. No patient involvement was reported. Initial investigation (including inspiratory valve checks and overnight run) did not reproduce the issue, but the recurrence confirms an intermittent hardware/control fault. Correction involved replacement of the servo module. Based on logfile evidence and absence of further complaints, the servo module is considered the most probable root cause and the correction is likely to have resolved the issue. The case is closed.